Event description:
It was reported that a patient received a spaceoar implant under mac (monitored anesthesia care) sedation. Following the procedure, the physician suspected the patient was experiencing an allergic reaction. However, the physician was unable to provide further details as the patient was being transferred to the emergency room. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code (B)(6) is being used to capture the reportable event of hypersensitivity/ allergic reaction. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of hypersensitivity/ allergic reaction. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information received on august 14, 2025: block a3a sex and a3b gender. Block b5 event description. Block h6 patient codes and h6 impact codes.

Event description:
It was reported that a patient received a spaceoar implant under mac (monitored anesthesia care) sedation. Following the procedure, the physician suspected the patient was experiencing an allergic reaction. However, the physician was unable to provide further details as the patient was being transferred to the emergency room. Additional information. It was reported that the patient also experienced a rash and was treated with steroids. The patient is no longer having symptoms. In the physician's assessment, there is no relationship between the allergic reaction and the spaceoar device. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.